Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 three infusion set fell off during use and infusion set is long for 30 min & 8 hrs. No further information available.